Manufacturer narrative:
(B)(4). Method: the complaint myairvo humidifier was not yet received at our fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer has stated that the myairvo unit audible alarm was not functioning. Previous investigations into this type of failure have identified that the problem is caused by a faulty speaker and electrical resistance testing has shown the speaker's resistance to be open circuit. Conclusion: as part of our ongoing product improvement initiatives, we have implemented a soak test for 100% testing of the speaker harness on the myairvo production line, which identifies and discards any faulty speakers prior to assembly into the myairvo. Additionally, a new speaker unit has more recently been sourced from a different supplier. The subject myairvo was manufactured prior to implementation of these measures. The airvo user manual states that the "myairvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to test the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A homecare patient in (B)(6) reported that the audible alarm of a pt100 myairvo humidifier was not functioning. There was no patient consequence.